Event description:
A surgeon reported having patients with decreased visual acuities five years following intraocular lens (iol) implant surgeries. He also noted "increased glistenings" in the lenses of these patients. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Device remains implanted. Product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 04/09/2009, 04/21/2009, and 04/28/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 05/01/2009.